Event description:
It was reported from the acute intensive care unit (aicu), that 100 ml of zosyn 25ml was to infuse every (4) hours. The infusion was completed in (20) minutes. Although it was noted as "unknown", if there was a delay in patient treatment, it was confirmed during follow-up however; that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed or reproduced. Dried fluid and corrosion were observed inside the rear case. Crush marks were observed at the upper fitment of the tube guide which is indicative of a set mis-load. No anomalies were observed during disassembly of the mechanism assembly. Review of the pcu error log showed no recent errors were recorded. Prior to the issue being reported, the pcu was powered on (B)(6) 2020 at 5:49 pm and a new patient and same profile (critical care) were selected. Review of the pcu event log showed on (B)(6) 2020 at 8:43 pm, the suspect device was selected and programmed ivf maintenance fluid (drugid= 1) at a rate of 15 ml/hr (vtbi= 900 ml) and a secondary infusion of piperacillin/tazo (drugid=324) at a rate of 25 ml/hr (vtbi= 100 ml). Approximately eleven (11) minutes after the start of infusion, the was paused for approximately 10 minutes and restarted. At 9:18 pm, device alarmed for door open and check IV set error for one (1) second before being channeled off. Total volume infused= 10.175 ml. Inspection of the suspect device showed no anomalies with the pumping mechanism. Testing showed the device was performing within specification(s). The event administration set was not returned for investigation therefore the possibility of a check valve failure, leading to a perceived over infusion, could not be assessed. The root cause of the customer¿s complaint of an over infusion was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from the acute intensive care unit (aicu) that 100 ml of zosyn 25ml was to infuse every 4 hours. The infusion was completed in 20 minutes. There was no harm to patient.